Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device and determined that the capacitor assembly needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. The investigation concludes that no further action is required at this time.